Event description:
It was reported that the fluid warmer cassette leaked during patient use. The procedure was completed upon change out of the fluid warmer machines. No medical intervention occurred during the event.

Manufacturer narrative:
The device was not returned.